Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported cut in keypad, which was reproduced during evaluation. Visual inspection found the cause was a physical damage to keypad as well as keypad functional failure. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was cut and the numbers on the keypad were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.